Manufacturer narrative:
Section b5: previous admissions for elevated ldh were reported under MFR #'s 2916596-2021-05963, 2916596-2021-05964, 2916596-2021-05965, 2916596-2021-05970, 2916596-2021-05971, 2916596-2021-05972. Manufacturer's investigation conclusion: incidental finding: electrical testing of the driveline revealed insulation breakdown at the pump body in the black, orange, and green wires. The orange wire failed electrical continuity testing with manual manipulation. The cause could not be conclusively determined. A specific cause for the reported elevated lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing, and the distal portion of the driveline was not returned. The underlying metal braided shield and bionate layers of the driveline were not returned. The apical sewing was returned attached to the device. The sealed inflow conduit, outflow elbow, and outflow graft were returned attached to the device. The outflow graft bend relief was returned detached from the device. The outflow graft was returned stapled shut at its distal end. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Under ¿pump performance monitoring,¿ the IFU covers wear and tear to the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2021 due to chronic elevated lactate dehydrogenase (ldh). Multiple admission due to elevated ldh and ldh would decrease with heparin infusion. Additional information was requested but not provided.